Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 232 and 83 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent and customer is expected to return her strips for eval.